Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, the patient got confused and had trouble walking. The following day the patient was admitted to the hospital for generalized weakness and shortness of breath. Blood test showed a b-type natriuretic peptide (bnp) of 385 picograms per milliliter (pg/ml) was measured. Cardiology was consulted and furosemide was administered. Acute on chronic diastolic heart failure (hf) was diagnosed and noted to be worse than it was at baseline. Echocardiogram showed no significant changes with the valve. Telemetry showed irregular rhythm that was most consistent with going in and out atrial fibrillation (afib). The afib was described as new. Metoprolol was increased, apixaban was started and acetylsalicylic acid was discontinued. A day later the patient became lethargic, had slurred speech and right-sided weakness. Stroke alert was called and computed tomography (CT) of the head showed a 1.05 centimeter (cm) hypodense area in the left parietotemporal area that confirmed the ischemic stroke. The age of the ischemic infarct was indeterminate but was considered new when compared to a prior CT scan from 22 months prior. The CT finding was clinically correlated with the patient's recent neurological deficit. Periventricular white matter hypoattenuation was noted and was likely associated with chronic microangiopathic ischemic change. Neurology was consulted, with physical and speech therapy. Two days later, CT was negative for large vessel occlusion (lvo). Diuresis improved and the hf resolved four days following onset. The patient was released to a skilled rehab facility and the stroke was reported as resolving. Per the physician, the events were reported as unlikely related to the valve or the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the atrial fibrillation and the subacute stroke were possibly related to the valve but not related to the procedure. The atrial fibrillation was considered resolved approximately 1 month following onset.